Event description:
Additional information was received from the healthcare provider (hcp) reporting that the catheter was dislodged during scoliosis surgery and improperly positioned.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml lioresal at 99.9 mcg/day via an implantable pump. The indications for use were intractable spasticity and familial spastic paraparesis. The date of the event was (B)(6) 2015. It was reported the catheter came out. The neurosurgeon put it back in but it was placed in the epidural space so it had to be put back in again so it was intrathecal. Computed tomography and x-ray were done to verify placement. The patient had been doing well before this but the therapy "hasn't been the same" since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.